Event description:
For 14 mos in 1999 and 2000 nurses have filed variance reports on 20 instances of the baxter ap-ii infusion pump registering empty, indicating that all pain medication has been infused. Upon opening the unit, the medication bag was still full. What happened in each instance is that the tubing got kinked, usually in the door hinge. The design is such that the tolerance is so slight between proper and improper set up that it invites error. Compounding this user unfriendly design is a fatal design flaw: there is no alarm to indicate that the medication is not reaching the pt. In fact, the units report that medication is being delivered. Once hosp began experiencing these problems, hosp instituted required visual checks every 2 hrs. The final irony is that every time a nurse opens the door to check visually on the bag, they are risking kinking which might not have been there already. And, nurse will not know it on the second or third occasion any more than nurse would have on the initial set up. Baxter has just announced the introduction of a new pain management product, the ipump pain management system incorporating the suggestions hosp has given them in numerous meetings over the past year, including an upstream occlusion alarm. No medication was administered to or used by the pt. Pts experienced pain that could and should have been treated. Nurse discovered the error. The only recourse with this pump is frequent visual checks. Baxter's upstream occlusion alarm cannot be retrofitted to this unit.